Manufacturer narrative:
The device was received for evaluation- the investigation is pending.

Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch. It was reported that after priming the tubing with the base fluid (no medication added) and closing the system, air is being sucked into the line-it seems like from the filter. This is happening after the bag is put into the negative pressure hood. This is the same process they have always used with the hazardous drugs that require filter tubing. They have noticed the air in the line before drugs are added. There was a patient involvement but no harm. The patient was made to wait some extra time due to having to start over. There was a 15 min delay. This incident occurred for a patient that had come in for a weekly oncology drug administration, so a small delay is okay for the patient.